Event description:
Event description cpi received information that at a routine replacement of an implantable cardiovertor defibrillator (ICD) this endotak transvenous defibrillation lead was found to be non-sensing. A new endotak lead was implanted.